Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4), awareness date (B)(6) 2015). It refers to a (B)(6) female consumer in united states who had essure inserted (fallopian tube occlusion insert ) in 2012. Consumer had essure inserted in 2012 and problems started about 1 year ago. Hair loss, huge weight gain, pain in hips and back and talk about hormonal. Fast forward to (B)(6) 2015 had tubes removed, cysts all over, dilation and curettage and ablation done. Woke up with pain but in back and hips had gone. She is (B)(6) years now. Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in back. This event is serious due required intervention and listed in the reference safety information for essure. Back pain may occur during essure use. In this case, 2 years after insertion, the consumer presented back pain and other non-serious events. Then, she had tubes removed and ablation done. After that, she recovered from back pain. Considering compatible temporal relationship and recovery after removal, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. The product technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up information received on 05-nov-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2334). Consumer reported that she had essure implanted in 2012 for permanent birth control and after a year she started having 1 - 3 periods a month. She had non stop pain in the right side of her body. She had 4 kids and she no longer could keep up with them. She went back to the doctor and an ultrasound showed she had an oversized uterus. She had her tubes removed but the right coil was left in, she also got an ablation and all the cysts removed from her body. She continued to have the same pain in her hip and uncontrolled periods so finally on (B)(6) 2015 she underwent a hysterectomy leaving her left ovary. She was (B)(6) at the time of hysterectomy. She still did not know where her left coils was and was hoping to read in her pathology report that it came out with her uterus. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in back. She had her tubes removed but the right coil was left in, she also got an ablation. She underwent a hysterectomy leaving her left ovary. She still did not know where her left coils was (interpreted as suspicion of device dislocation) and was hoping to read in her pathology report that it came out with her uterus. The events are serious and listed in the reference safety information for essure. Back pain may occur during essure use. In this case, 2 years after insertion, the consumer presented back pain. Then, she had tubes removed and ablation done. After that, she recovered from back pain. It was not confirmed whether the left coils were removed and the consumer was suspecting of device dislocation. Considering the nature of the events and compatible temporal relationship, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. The product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.